Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed the assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the attachment device was not working. It was further reported that both bearings were not working. During service and evaluation, it was determined that the device had a foreign substance on it, the device was vibrating, and the color band was fading/chipping. The device also failed pretest for vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.